Event description:
It was reported issues with channel disconnects. This was reported to bd associates during site visit. There was no information on patient involvement. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.